Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Patient reported infusion came off on the skin event occurred on (B)(6) 2026. This led to high blood glucose level for one to two hours and patient managed it with manual injection.